Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2021-00632. It was reported that stimulation was auto reducing, and high impedance issue was observed on both leads. Programming changes were made resulting in one lead being able to provide effective stimulation. Lead was explanted, and a new lead was implanted. It is unknown which serial number of the lead was explanted therefore both leads are being reported. The implantable pulse generator (ipg) was electively explanted due to the patient needing MRI conditioned ipg. There were no complications during the procedure. Patient was stable.